Event description:
It was reported the pt ((B)(6)) is experiencing heating at the ipg site when stimulation is in use. The reported discomfort began a day after implant. A diagnostic test revealed invalid impedance measurements for all contacts. Surgical intervention was undertaken to address these issues. Intraoperative testing of the pt's lead and extension found no issues with respect to impedance. As such, the physician decided to replace the pt's ipg. The burning sensation was resolved as a result. No further complications have been reported.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.